Event description:
A malfunction was reported on the customer's pump, displaying a malfunction code. There was no adverse impact on the customer¿s blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.